Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawer was not detected on the bus. The customer stated this malfunction occurred while issuing medication to the patient and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was not detected on the bus due to the faulty retractor bands and faulty row board d. A field service engineer powered down the station and accessed the back of the drawer. It was noted that both retractor bands were damaged due to friction within the casing and both retractor bands were replaced further. The drawer was operational, except for one row. Upon further inspection, the row board for row d was illuminated in red and not flashing, and the engineer further replaced it with a new row board d to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.